Event description:
It was reported that the patient's model 106 generator battery indicator flag had appeared. The exact flag seen was not provided. The doctor was surprised at the battery flag as the generator had only been implanted 3.5 years, indicating that she believed that the battery was prematurely depleting. The manufacturer's device history records were reviewed for the m106. The generator passed quality control inspection prior to distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information was received that patient underwent generator replacement due to battery depletion. Explanted product has not been received to date.

Event description:
Additional information was received that product was received manufacturer and is undergoing product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was completed and reviewed. During electrical testing the m106 performed to specification. There was no evidence in the pa that supported the claim of premature battery depletion. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.